Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen went dark. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a depleted coin cell battery and thermistor out of specification. The unit has passed all test, calibrations and is working to manufacture specifications.